Manufacturer narrative:
Evaluation summary: device was returned with visible traces of blood and was examined in the biohazard area of the lab. As received, cannula was observed to have several kinks along the wire-reinforced section of the cannula body. A leak test was performed and leakage was observed from a tear in the cannula body. Red dye was used to mark the cannula tear. No other visual damage, contamination, or other abnormalities were found to the device. The customer complaint of cannula leakage was confirmed. Based on the available information, the root cause of the event remains indeterminable.

Manufacturer narrative:
The device was not returned to edwards for evaluation. The clinical observation was unable to be confirmed. The cannulae are sometimes used off-label in certain instances (i.e. ECMO). In these cases, the catheters are used for an extended period of time, much longer than the 6 hours indicated in the instructions for use. In the case of a leakage, exchange of the device will require temporary interruption of ECMO therapy, which could potentially result in injury to the patient. A definitive root cause cannot be determined. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that the cannula had a leakage. As reported, the device was used for ECMO in the subclavian artery. Two days later during inspection of the wound it was noted that the cannula had a leakage (in center of the spiral). A decision was made to change the cannula with another cannula.